Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. Correction: initial reporter name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device system had been tested and didn't cool down to 6 degrees. Failed calibration for an error 80 (non-recoverable system error). Per follow up information received via mail on 14aug2024, it was reported that the device will go to crawley for evaluation. No patient impact reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device system had been tested and didn't cool down to 6 degrees. Failed calibration for an error 80 (non-recoverable system error). Per follow up information received via mail on 14aug2024, it was reported that the device will go to crawley for evaluation. No patient impact reported.